Event description:
It was reported that this patient presented to the hospital after an arrhythmia. Technical services (ts) analyzed device episode data of this cardiac resynchronization therapy defibrillator (crt-d) and found that there was a stored episode in which 10 shocks and 4 bursts of anti-tachycardia pacing (atp) were delivered. Ts determined that this arrhythmia was most likely supraventricular tachycardia (svt) with rapid ventricular response (rvr) which would make the therapy provided inappropriate. It was noted that while the patient was in the hospital a magnet was placed on the device and the patient was given arrythmia medication. No additional adverse patient effects were reported. Currently, this crt-d remains in service.